Event description:
Patient had cataract surgery on his right eye and malyugin ring broke (opened up) on disengagement. It did not cause any complications, but it was challenging to remove it from the eye.